Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was received and evaluated by the service center. Operational and diagnostic analysis confirmed reported issue. Replaced left follower arm assy and worn fingers on pressure arm housing with tip replacement kit as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. System restored to specifications. A review of the depuy synthes mitek complaints system revealed only a software update for this serialized device. No further corrective or preventative actions are required at this time, and no complaint trends were identified in relation to this serial number device and the reported failure. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
(B)(4) fms vue pump, knee scope, no patient harm, 15 minute delay, surgery completed another pump, water shoots out of the shaver tip. Customer owned product.